Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The tamper would not slide out. The housing came out at 65 degree out of body. Additional information was received on (B)(6) 2017. The patient did fine and continued to do so. The procedure outcome was as planned and there were no issues. Additional information was received on (B)(6) 2017 update: the doctor was able to use the product even though it did not function as he expected and he effectively used it to achieve hemostasis with no further bleeding.